Event description:
The pt reported in late 2007, that symptoms of bleeding had been detected two months earlier from the pulse generator incision site. The hcp was contacted by the pt at that time and cyst formation had been suspected. The pt reported new pain at the incision site, it had been sore "at the bottom" where a scab had formed. There was no change to stimulation therapy, but a physical sensation was detected when the pt sat down. The hcp reported that the pt had developed a post-operative wound infection, which had caused the pulse generator to come through (erode), from the pocket located in the left buttock area. No other pt symptoms were reported. The event had not been attributed to implanted prod and the sys was removed. The pt's prognosis had been guarded; he was still recovering. Add'l info has been requested from the physician.

Manufacturer narrative:
.